Event description:
Technician alleged that head hilow would not raise.

Manufacturer narrative:
Technician found the wire to the head hilow solenoid had loose connection. Technician repaired the connector to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.